Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 823 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for five days and was treated with insulin drip in the intensive care unit. Nurse requested troubleshooting of insulin pump as customer reported that insulin pump was not working due to excessive high blood glucose and hospitalizations. Customer followed up once released from hospital. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, cannula was not bent, and no air found in tubing. Customer was not on insulin therapy as she attempted to reconnect when out of the hospital but blood glucose continued to elevate. Customer will be tried with sure-t infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).